Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for analysis. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was pushed into the handle of the sheath. It was reported that when the ablation catheter was advanced inside the vizigo sheath, the hemostatic valve was pushed into the handle of the sheath. The ablation catheter was removed, and the sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. The gasket was pushed in when flushing. Sheath was never in patient body. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that an unknown patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was pushed into the handle of the sheath. It was reported that when the ablation catheter was advanced inside the vizigo sheath, the hemostatic valve was pushed into the handle of the sheath. The ablation catheter was removed, and the sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. The gasket was pushed in when flushing. Sheath was never in patient body. Device evaluation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) review was performed for the finished device 50000105 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action is being followed to reduce this failure mode. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).